Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle plunger rod fell out. This was discovered during use. The following information was provided by the initial reporter: material no.: 305270 batch no.: unknown it was reported that the plunger rod fell out. Per (B)(4) verbatim: pharmacist reported on behalf of consumer that the "integra syringe broke", stated that the plunger rod fell out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle plunger rod fell out. This was discovered during use. The following information was provided by the initial reporter: material no.: 305270, batch no.: unknown. It was reported that the plunger rod fell out. Per (B)(4) verbatim: pharmacist reported on behalf of consumer that the "integra syringe broke", stated that the plunger rod fell out.